Event description:
The tablet serial data cable was received by the manufacturer. An analysis was performed on the returned usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No loose fitting connections were identified during the analysis.

Event description:
It was reported that the physician noticed that the tablet usb adapter cable connection to one of his tablets was very loose. A replacement adapter cable was provided to the physician to see if this will resolve the issue. The suspect adapter cable has not been received to date.

Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Date of event, corrected data: additional information was received that the date of event was (B)(6) 2014. This was inadvertently not reported previously.